Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as date of birth, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No error messages or issues with other assays were reported in connection with the event. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. The results obtained before the questioned high results were not provided and were not questioned by the customer. There were no reports of hardware interventions performed or hardware parts replaced. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. A precision run was run and recovered as expected (data was not provided). In conclusion, the cause of the event could not be determined with the available information. There is no evidence to reasonable suggest an instrument malfunction. Note: the customer reported change to patient treatment or management for two (2) patients based on the erroneous hstni results. Two (2) medwatch reports will be generated to address customer reports of changes to patient treatment. The second full patient identifier is (B)(6).

Event description:
On (B)(6) 2022, the customer reported non-repeatable false elevated troponin I (access high sensitivity troponin I, part number b52699, lot number 125672) patient results were generated on the customer¿s dxi 600 access immunoassay w/spot b analyzer (part number a71460, serial number (B)(4)). The physician questioned the high hstni results. Two patients were admitted to the hospital and given heparin. No additional impact or change to patient treatment was reported in connection with the event. Two (2) medwatch reports will be generated to address customer reports of changes to patient treatment. This report will address the second patient. The first patient is addressed in (B)(4). On (B)(6) 2022 the initial hstni patient 3 result was less than 2.3 pg/ml. The patient was redrawn with a hstni result of 851.3 pg/ml (questioned). The patient was redrawn a third time and on (B)(6) 2022, the result was less than 2.3 pg/ml. The questioned high sample was retested on (B)(6) 2022 and the result was less than 2.3 pg/ml. The sample was also verified in an alternate instrument (sn (B)(4)) and the result was 2.9 pg/ml. No error messages or issues with other assays were reported in connection with the event. There were no reports of hardware interventions performed or hardware parts replaced. Calibration passed on 04jun2022 using reagent lot 125672 and calibrator lot 125310. Qc was passing within the laboratory¿s established ranges. System check passed on 13jul2022. A precision run was run and recovered as expected (data was not provided). The samples were all drawn at site and processed immediately. Sample was plasma collected on tube with separator gel. There were no issues with sample integrity reported by the customer. Samples are spun on the automation line at 6000-8000 rpm for seven (7) minutes and run from original tube. The sample was rerun in a sample cup. No further sample information was provided.